Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the needle separate from suture and fall into patient? If yes, was it removed? And how? Was there any adverse patient consequences? Was the procedure completed successfully? And how?

Event description:
It was reported that a patient underwent a lap spine procedure on (B)(6) 2017 and suture was used. The needle separated from the thread while the doctor was doing knots. Additional information has been requested

Manufacturer narrative:
Product complaint # ==> pc-000077955 additional information the device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Investigation summary ==> an unopened sample of product code w9125, lot hj5cpbn was received for evaluation. The issue sample was not returned. During the visual inspection of sample, no defects were found on the package. The sample was opened and the swage and attachment area of the needle were as expected. The suture was dispensed without problems and examined along of the strand and no defects were observed. The sample was tested by needle pull and meet the finished goods requirements. Per the conditions of the sample received, no attachment defects were found and the tested sample met the finished goods requirements.

Manufacturer narrative:
(B)(6). Date sent to the FDA: 2/13/2018 additional information was requested and the following was obtained: did the needle separate from suture and fall into patient? Yes. If yes, was it removed? Yes it was removed. And how? They bring the x ray machine to help for finding the needle and that prolonged the case 30 min . Any patient consequences / ae report as a result of the issue? Main adverse effect is the prolongation of surgical operation. Was the procedure completed successfully? And how? Yes it was completed successfully. Any medical/surgical intervention done or in plan to remove the needle? Only using the x ray machine.